Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a bad battery alarm after inserting a new battery. The customer's reading was 99 mg/dl. The customer was sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.